Event description:
The dr claims that the pt underwent aortic arch replacement and started to complain of discomfort 10 days post-operatively. The computerized tomography scan revealed cardiac tamponade which was treated with reinsertion of the mediastinal tube with approx 600cc of clear yellow drainage. The graft remians in the pt. The mediastinal tube was removed a few days later and the pt has been in good condition since then. Note: the dr stated that the hemashield graft was functioning well during the surgery without any oozing.